Event description:
After an implantation period of approx. 16 months, it was reported that the impedance was too high. The lead was explanted.

Manufacturer narrative:
The ICD and the lead were received for analysis. Inlexa 3 hf-t qp df4 is4 the returned ICD first underwent a status interrogation. The device status was bos, and 7 charge processes were registered. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the lv channel. The data also showed an lv pacing impedance of 3000 ohm almost throughout since (B)(6) 2020. The signal sensing and the impedance measurement functions of the ICD were tested. The ICD sensed supplied signals free of interference, and the impedance measurement delivered normal and expected values. There were no indications of a malfunction. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time turned out to be inconspicuous. The ICD proved to be fully functional during the analysis. Sentus promri otw qp l-85 the returned lead was thoroughly analyzed. During the analysis, the lead was checked visually. The analysis found multiple signs of abrasion along the lead body. Especially 41.5 cm distal of the is4 connector pin, the lead body was severely damaged by squashing and deformation. At this site, a helix fracture of all potentials was detected. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Summary the memory content and the icds capability to provide therapy were thoroughly analyzed. During the check of the device data, the clinical observation was confirmed. However, the ICD proved to be fully functional during the analysis. The manufacturing processes of the lead and the ICD were reviewed. The production documents showed no anomalies. All manufacturing steps were carried out correctly. In summary, there were no indications of a material defect or manufacturing error.